Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation in the event logs which occurred on (B)(6) 2010 during cycle 4, ultrafiltration volume 1297ml. This event meets overfill criteria. Product surveillance left a detailed voicemail message for the patients nurse relaying the iipv's found during evaluation of the home choice device.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A review of the device logs confirmed an iipv incident. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The product analysis lab (pal) evaluated the device and determined the device was functioning to specifications while in the customer's possession. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).